Manufacturer narrative:
The returned product was evaluated and investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula, a failure of the pod to deliver insulin, or the reported high bg levels. The received device had the cannula assembly fully deployed. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 496mg/dl while wearing the pod on his hip/buttocks for between 36 and 48 hours. She stated that the cannula became dislodged, she could see the indent of the cannula on his skin when the device was removed. Treatment included trying to deliver corrections from the pod and increasing his basal, but this did not make any changes. The pod was then removed and corrections were given with a new pod while levels were decreasing. The patient's blood glucose history is as follows: time , bg(mg/dl): 5:15pm ,217 ; 5:30pm , 233 ; 6:15pm , 317 ; 7:00pm , 353 ; 8:30pm , 496. The device was returned for evaluation.